Event description:
A customer reported to baxter that air in the cassette was noticed without an alarm, and that the cassette had a hole in it. No patient injury was reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because, it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore, no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint was for a damaged cassette with air found due to a hole was not confirmed and the cause is undetermined. Additionally, a leak was detected during the operation of the machine and not during the prime. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.